Manufacturer narrative:
Device eval anticipated, but not yet begun.

Event description:
During routine testing of the device, the user reported the occlusion head did not function as expected. The user reported the occluder head came out of the housing with the plunger when the plunger was traveling outwards. No other details regarding the nature of the event were provided. Since the event occurred during routine testing, there was no pt involvement during this event.